Manufacturer narrative:
(B)(4). The serial number was updated. A review of the device history revealed the device was distributed for use over 5 years ago and has been reconditioned/serviced since its original manufacture date. The device is no longer a new build device and further initial manufacture record review is not required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Sample analysis was performed to identify any product failures that could cause the reported event. Visual inspection found no physical damage. The results of the sample analysis revealed the direct cause of the reported event was undetermined. A review of the event history log revealed there were no keystrokes, programming, use related or iipv events that would indicate and/or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.